Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine is not switching on. The fse performed the troubleshooting and found that the power distribution unit (pdu) has no input power and the 120 kva uninterruptible power supply (ups) was not working properly. The reported issue was caused due to lack of input voltage at the pdu and a malfunctioning ups. The fse was assisted with a ups vendor who helped to repair the ups. After the repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude that a device malfunction had the potential for death or serious injury on recurrence, and as such the complaint was reported. Ups power failures or outages may occur that can cause the azurion system to not boot up. Ups failure is considered as a localized power failure that is not caused by the device. Since the malfunction of an external ups power source would not be considered a device malfunction of the azurion system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the machine is not switching on. The device was not in clinical use. Philips has started an investigation of the complaint.